Event description:
It was reported that the 9800 system would not boot up. Also the cross arm brake handle was broken. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cross arm brake handle was replaced during the service call. The system was tested and found to be working as intended and put back into service.